Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage and dislodgement occurred. The 80- 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was damaged and dislodged. The device was removed through the capture device but the unloaded stent was unable to capture at the wrist. Thus, the physician removed the stent after incision in radial artery. The procedure was not completed and will be rescheduled. No patient complications and the patient was stable.

Event description:
It was reported that stent damage and dislodgement occurred. The 80- 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00 x 16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was damaged and dislodged. The device was removed through the capture device but the unloaded stent was unable to capture at the wrist. Thus, the physician removed the stent after incision in radial artery. The procedure was not completed and will be rescheduled. No patient complications and the patient was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: a promus element plus ous 4.00x16mm was returned for analysis without the delivery system. Analysis of the returned device found that the delivery system of the stent was not returned with the device and that only a dislodged and damaged stent with struts bunched was returned. A visual examination of the returned stent found that it was damaged on its entire length but not expanded. The damage consisted of a bunching of all strut rows. The crimp stent manufacturing data for the entire batch (25879656) was reviewed and the results were all within max crimped stent profile measurement. The balloon, the tip of the device, the hypotube shaft, and the shaft polymer extrusion could not be reviewed as the components were not returned. No other issues were identified during the product analysis.